Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion, guiding catheter: hyperion 6fr. Jl3.5. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure is to treat a heavily calcified, mildly tortuous, concentric, and de novo lesion located in the mid left anterior descending artery that was 99% stenosed. A 2.5 x 12 mm nc trek balloon catheter advanced with resistance due to the anatomy and ruptured during first inflation at 8 atmospheres. The procedure was successfully completed with an unspecified stent following use of a rotablator. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.